Event description:
The customer stated that during ecls blood leaked out of the exhaust port. The circuit was changed out. No harm to the patient. Internal ref. # (B)(4), onesupport: (B)(4).

Event description:
Internal ref. # (B)(4), onesupport: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for investigation on 2020-01-23 but the product was not available for return. On 2020-02-27 the ssu stated that the customer was reminded to return the sample for technical investigation in the laboratory and to provide the UDI #, but did not respond yet. The ssu agreed to close the complaint for now. If the sample is returned, we will reopen the complaint and perform a technical investigation of the product in question. A review for complaints with similar reported failures, which were investigated and confirmed, was performed and no complaints were found. Thus the reported failure could not be confirmed. The most probable root cause could not be determined. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.